Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient&#38112;first implantable neurostimulator (ins) was replaced because the battery died. They thought it was possibly a faulty battery. Relevant medical history included non-malignant pain.